Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of seasonal allergy, parity 2, gravida ii and drug intolerance. The only concomitant product mentioned was paracetamol. In 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), fatigue ("tiredness"), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), adnexa uteri cyst ("adnexal cyst"), abdominal pain lower ("hypogastric pain"), procedural pain ("painful procedure"), headache ("intense headaches"), dyspareunia ("intense dyspareunia"), inflammation ("intense inflammation"), back pain ("low back pain / frequent lumbalgia"), libido decreased ("decreased sexual desire"), dysstasia ("could no longer stay on her feet for more than 3 hours"), medical device monitoring error ("she only has the left one , the right one could not be inserted"), cervical dysplasia ("u2018low-grade squamous intra-epithelial lesions") and abdominal discomfort ("abdominal discomfort"). The patient was treated with blastoestimulina [asiaticoside] as well as surgery (cornuectomy + salpingectomy.). At the time of the report, the abdominal discomfort had not resolved. No causality assessment was received for essure with regard to swelling, fatigue, genital haemorrhage, alopecia, adnexa uteri cyst, abdominal pain lower, procedural pain, headache, dyspareunia, inflammation, back pain, pelvic pain, libido decreased, dysstasia, medical device monitoring error, cervical dysplasia or abdominal discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] in april 2014: negative [ultrasound scan] (date unknown): endometrium in secretory phase. Normal ovaries. Left essure visible quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. 31-dec-2022: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("she only has the left one, the right one could not be inserted"). The patient had a medical history of seasonal allergy, parity 2, gravida ii and drug intolerance. The only concomitant product mentioned was paracetamol. In 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), fatigue ("tiredness"), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), adnexa uteri cyst ("adnexal cyst"), abdominal pain lower ("hypogastric pain"), procedural pain ("painful procedure"), headache ("intense headaches"), dyspareunia ("intense dyspareunia "), inflammation ("intense inflammation"), back pain ("low back pain / frequent lumbalgia"), libido decreased ("decreased sexual desire"), mobility decreased ("could no longer stay on her feet for more than 3 hours"), cervical dysplasia ("¿low-grade squamous intra-epithelial lesions") and abdominal discomfort ("abdominal discomfort"). The patient was treated with blastoestimulina [asiaticoside] as well as surgery (coronectomy + salpingectomy.). At the time of the report, the abdominal discomfort had not resolved. No causality assessment was received for essure with regard to swelling, fatigue, genital haemorrhage, alopecia, adnexa uteri cyst, abdominal pain lower, procedural pain, headache, dyspareunia, inflammation, back pain, pelvic pain, libido decreased, mobility decreased, cervical dysplasia or abdominal discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] in (B)(6) 2014: negative. [Ultrasound scan] (date unknown): endometrium in secretory phase. Normal ovaries. Left essure visible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pelvic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("she only has the left one , the right one could not be inserted"). The patient had a medical history of seasonal allergy, parity 2, gravida ii and drug intolerance. The only concomitant product mentioned was paracetamol. In 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), fatigue ("tiredness"), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), adnexa uteri cyst ("adnexal cyst"), abdominal pain lower ("hypogastric pain"), procedural pain ("painful procedure"), headache ("intense headaches"), dyspareunia ("intense dyspareunia"), inflammation ("intense inflammation"), back pain ("low back pain / frequent lumbalgia"), libido decreased ("decreased sexual desire"), dysstasia ("could no longer stay on her feet for more than 3 hours"), cervical dysplasia ("¿low-grade squamous intra-epithelial lesions") and abdominal discomfort ("abdominal discomfort"). The patient was treated with blastoestimulina [asiaticoside] as well as surgery (cornuectomy + salpingectomy.). At the time of the report, the abdominal discomfort had not resolved. No causality assessment was received for essure with regard to swelling, fatigue, genital haemorrhage, alopecia, adnexa uteri cyst, abdominal pain lower, procedural pain, headache, dyspareunia, inflammation, back pain, pelvic pain, libido decreased, dysstasia, cervical dysplasia or abdominal discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] in (B)(6) 2014: negative. [Ultrasound scan] (date unknown): endometrium in secretory phase. Normal ovaries. Left essure visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.